Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached the end of it's life. Surgical intervention was undertaken to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.